Event description:
After accessing port with noncoring needle, rptr was unable to aspirate blood or push saline through. This happened on 3 different pts. It felt exactly as it did with past voluntary recall. Needle removed, discarded, replaced with 22 gauge x 1" without any difficulty with aspiration or flushing.